Event description:
Breast implants done in 95, six months later I had a severe issue with my neck. Diagnosed as "caroidynia" autoimmune disease. Ten yrs after breast implants I now have been diagnosed with grave's disease, autoimmune disease. I was very healthy individual with absolutely no family history, until after I had these implants put in.